Event description:
Caller alleged discrepant inratio results. Results are as follows: date: (B)(6) 2014, inratio: 5.8, lab: 1.4, inratio re-test: 1.5. Therapeutic range: 2.0-3.0. Pt self tester went to the ER on (B)(6) after receiving the inratio 5.8 inr result. Pt re-tested at the laboratory and received a reading of 1.4 inr. The pt was released the same day with a uti and given antibiotics. When she returned home, the pt re-tested on the inratio meter and received a reading of 1.5 inr.

Manufacturer narrative:
Investigation pending.